Event description:
A (B)(6) male patient contacted zoll customer support to report a damaged monitor connector. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor connector) has been confirmed. As received, the monitor belt connector was damaged. The connector was detached from the case. The root cause of the damaged connector excessive forced placed at the connector. No adverse event resulted from the damaged monitor connector. The patient received a replacement monitor.